Manufacturer narrative:
The biomedical engineer (bme) reported the central nurses station (cns) started boot looping and displaying a blue screen. They were able to swap out the cns with a spare to continue patient monitoring. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: ni, serial (B)(6), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) started boot looping and displaying a blue screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the central nurses station (cns) started boot looping and displaying a blue screen. They were able to swap out the cns with a spare to continue patient monitoring. No reports of patient harm. Investigation summary: evaluation of the reported device was not able to duplicate the reported issue of boot looping. The existing hdds are over 2 years old. Per the service manual, it is recommended that hdds be changed every two years. Due to the age of the hdds, it was recommended that the customer replace the hdds as a precaution. A possible cause for boot looping may be related to the issues with the customer's network. Should the cns not be recognized on the network, the cns would be forced to boot loop until the issue is resolved. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: 07/11/2024 emailed the bme for all information in the ni list above: the bme replied "the telemetry transmitters on that unit were affected during the "blue screen" issue." Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) started boot looping and displaying a blue screen. No patient harm was reported.